Event description:
The advocate stated the customer was tested on the contour meter and received a blood glucose reading of 42mg/dl.she was retested on another meter and received a reading of 216mg/dl.the difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant.no adverse events were alleged.the test strips are to be returned for evaluation.replacement test strips and a new meter were sent to the customer

Manufacturer narrative:
The address and phone number of the initial reporter was not provided.